Event description:
It was reported that, ¿pt presented to riddle memorial with a dislocated hemi-arthroplasty. X-rays showed that the bipolar head had disassociated from the femoral head. There was no way of obtaining an operative report due to the pt¿s mental deficiencies. X-rays appeared to show a well fixed osteonics omnifit ha stem. During surgery the bipolar head and the femoral head were removed. The bipolar head showed extensive wear. The plastic locking ring was worn flat and no longer captured the femoral head. The stem was determined to be well fixed but in a neutral version. Dr. W. Decided to use the mdm prosthesis because it would provide the most stability. Hospital policy will not allow the implants to be returned and there will be no x-rays allowed either. We do not know where the index procedure was done. I believe these components had been in for a long time due to the amount of wear and the pt¿s activity level.¿

Manufacturer narrative:
Method ¿ review of device history, complaint history and IFU. An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database from 2004 to present was reviewed for similar reported events regarding disassociation. There have been no other events reported for the involved lot ID. Review of package insert indicates: ¿dislocation of hip prosthesis can occur due to inappropriate pt activity, trauma, or other biomechanical consideration.¿ should device or add¿l info become available, the eval summary will be submitted in a supplemental report.